Event description:
The customer states that six weeks ago, a pt sample (sodium heparin) generated an axsym troponin-I assay result of 4.9 ng/ml. The result was questioned and the sample repeated with a result of less than 0.5 ng/ml. The sample was repeated again with the same result. Controls were within specifications on all runs. The customer has no further info about the event or the pt. There is no impact to pt management reported.